Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display screen was experiencing a dim/fading/color spectrum issue. It was also reported that there was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during inspection, the pump was powered on and the display appeared to be dim and discolored. Unrelated to the original complaint, there was evidence of moisture contamination found inside the battery compartment and on the underside of the battery cap. A leak test was performed and failed indicating a battery compartment leak. The pump case was removed and there was no evidence of additional moisture or loose components inside the pump. It was observed that the battery cap was unable to fully tighten and the battery cap threads were damaged. The battery cap sticks making removal difficult. Additionally, the battery compartment was cracked in the threads area and the battery compartment threads were damaged.